Event description:
Information was received from the patient regarding their external equipment. The patient reported that for 'about a month,' their handset had been 'malfunctioning.' Patient clarified that they would connect to the pump, 'get to 91%', and the screen would go black and then it would come back. Patient stated they had to wait 10, sometimes 15 minutes before they could get a bolus, and sometimes, on the weekends, they would not get a bolus at all. Patient stated 'it gets screwy at 91%.' Patient mentioned they had tried resetting the handset and had been keeping up on keeping it charged, but the issue persists. Patient mentioned they have had the pump implanted 'just over a year now'. Patient stated they talked to their doctor, who was going to order the patient a new handset, but were told today that type of ordering was only for patients who do not have a handset, and were told to call medtronic for a replacement, because they were not the only patient having problems with this. When agent attempted to clarify the 'black screen' as the handset screen timing out vs the handset shutting down, patient did not provide an answer. Patient had myptm app already open and connected to pump and read out an expected 38 minute lockout. Agent assisted the patient in clearing data. Prior to clearing the data, the patient's data was 668 kb. Patient stated they have morphine sulfate in the pump. Patient confirmed they were able to resync to the pump much better than prior but stated they did not trust the equipment because they were unable to get boluses at all, and their doctor told them to get a new one. Agent reviewed telemetry delay considerations with replacement. A request was sent to repair to replace the handset.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID a820 serial# unknown product type software product ID m977041a001 serial# unknown product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.